Event description:
Complainant reports the following: dysfunctional tube ch 14, not able to aspirate and inflate - seponated tube. Pt gets another tube ch 18, same problem, also vomiting, seponating tube. The pt gets another one and same problem occurs.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was also reported by the complainant that the pt had to be hospitalized as they had developed pulmonary aspiration pneumonia, which required antibiotics and non-invasive mechanical ventilation. Length of product usage information was not provided. An e-mail was sent to the complainant requesting additional pt/event information and it was stated "no additional information is available". An evaluation of the complaint issue was performed on a picture of the claimed sample that was received. There was no visible defect observed on product. No lot number was provided; therefore, the device history file could not be checked. An investigation was conducted based on the reference code history files and no complaint of this nature for the same product reference code was received within previous 36 months. Based on the information the root cause of reported fault could not be determined. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.